Manufacturer narrative:
Forty samples were evaluated for needle retraction and lockout with no defects found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5006849. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the button of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter was pressed to retract the needle by the phlebotomist , the set malfunctioned with the spring ejecting from the access end. No serious injury or medical intervention reported.